Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal laparoscopic inguinal hernia repair, after the dissection was completed, insufflation and pnuemo could not be maintained throughout the procedure. The surgeon had to use some force to remove the dissection balloon after inflation and when the camera was inserted into the trocar there was a leaking sound and loss of insufflation. A new device was opened to continue. There was no patient injury.